Event description:
Boston scientific received information that the right ventricular (rv) lead had a rise in impedances from 1200 to greater than 2000 ohms over the past year. No other lead issues were reported initially. No adverse patient effects were reported. Resolution has been requested from the field and it was later reported that both the rv lead and right atrial (ra) lead appeared to have been slightly pulled back. Sensing and pacing measurements were within range on the rv lead and nothing on imaging suggested a lead issue. However, the physician elected to revise the rv lead. During the revision the rv helix would not extend according to the fluoroscopy images and therefore this lead was explanted. The lead will not be returned as it had been severed into pieces. There was no revision of the ra lead at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.